Event description:
Patient with chronic pseudomonas driveline infection presents with new abscess along the driveline tract and 2nd hospitalization for driveline infection. Surgical incision and drainage was performed. Vacuum assisted closure dressing and IV antibiotics were required.